Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Three (3) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was able charge on the test battery charger and provide power to the controller. During functional testing, test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was able to reestablish the battery's functionality. This is an incidental finding not related t o the reported event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability of the battery to properly communicate with test equipment has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files revealed two (2) controller power up events with associated pump start events logged on (B)(6) 2021 at 06:54:26 and 13:29:57. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 94% relative state of charge (rsoc) and a controller adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 72% rsoc and a controller adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 14 seconds and 7 seconds, respectively. Review of alarm log file revealed a critical battery alarm logged on (B)(6) 2021 at 14:58:12 due to communication error involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed an instance involving (B)(6), where the battery's rsoc value was between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported events were confirmed. The batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. Possible root causes of the communication errors, and resulting power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 24-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, d1: heartware ventricular assist system ¿ battery, d4: serial #: (B)(6) , d9: yes, return date: 24-nov-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6), d9: yes, return date: 24-nov-2021 h3: yes, dev rtn to MFR? Yes, h6: img code(s): g02013, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c02, c04, h6: FDA conclusion code(s): d01, d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 22-aug-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 19-aug-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 19-aug-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited two unexpected losses of power, and it was noted that one battery was in use during both events. Another battery exhibited an erroneous critical battery alarm when the battery had 30% charge capacity, which was associated with a ventricular assist device (vad) stop. A third battery exhibited a communication error associated with a power disconnect alarm. The batteries were replaced and the controller remains in use. No patient complications have been reported as a result of this event.